Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. No unexpected excessive no delivery alarms or motor error alarms noted during testing and the motor was tested outside of the device and passed. However, the insulin pump was received with minor scratches on the lcd window, half broken off reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarms and excessive no delivery alarms. The customer's blood glucose level at the time of incident was unknown. Three motor error alarms were noted in the customer's alarm history. The customer's blood glucose level at the time of no delivery alarm was over 400mg/dl. The customer state they got the pump to work and were able to bring down their levels. The customer states the alarm was resolved by a complete set change. The customer was advised the pump would be replaced and returned for analysis.